Manufacturer narrative:
Additional information was received that no further course of action will be taken due to the patient¿s ongoing health issues. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was taking a long time to charge and it was not holding its charge. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient¿s ipg was taking a long time to charge and it was not holding its charge. The patient will undergo an ipg replacement.